Event description:
The fibers are kept at the office and the surgeries are done at the hospital. The extended time during the exchange of fibers in mid-surgery was 15 minutes because the hospital is not too far away from the office.

Manufacturer narrative:
.

Event description:
It was reported that during a bph surgical procedure at 5,659 joules of use and 01:20 minutes, "fiber optic went dead". Reportedly, the physician had to briefly put the surgery on hold to request another fiber optic. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: "surgery completed in an extended time, because of the need to replace the fiber optic mid-surgery" reported. Extended time for exchange of fiber is unknown.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-602a-(B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion, and signs of crystal deposits on surface; the outer flow tubing open end is partially attached to cap; the outer flow tubing exhibits signs of melting, and minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.